Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Review of quality records. Device evaluation anticipated but not yet begun.

Event description:
It was reported that the patient observed redness and swelling around the pocket area for about 3 months post implant. On (B)(6) 2011, the patient presented with fever and chills. Pneumonia was suspected via x-ray. On (B)(6) 2011, the patient was admitted due to fatigue, chest pain, diarrhea, weight loss, fever, chills and night sweats. On (B)(6) 2011 a blood transfusion was performed. Blood cultures revealed scedosporium apiospermum.